Event description:
It was reported that during an unknown procedure, there was air leakage while the surgeon was operating with 5mm and 12mm devices. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes, whistling and hissing if so, did the noise prevent insufflation? Please describe the noise. No significant prevention of the insufflation, but whistling noise occurred frequently during instrument exchange when trocar was -empty. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Undefined (slight) drop in pressure, no significant affect on the surgeons visibility what was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? No. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.